Manufacturer narrative:
(B)(4). Date sent: 9/30/2020. D4: batch # u5ay9l. Investigation summary : the analysis found that one psee45a device was returned with no apparent damage and with one gst45w reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the three position with test reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The event described could not be confirmed as the device performed without any difficulties noted. The test reload was placed and removed with no issues noted during functional testing. The articulation mechanism was totally functional during functional testing.  This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Batch # u5ay9l. Investigation summary: the analysis found that one psee45a device was returned with no apparent damage and with one gst45w reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The test reload was placed and removed with no issues noted during functional testing. The articulation mechanism was totally functional during functional testing.  There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did the patient undergo any preoperative radiation or chemo? What anatomical structure was device being firing on? What color cartridge was used? Does the surgeon routinely wait 15 seconds prior to firing? Does the surgeon pulse fire or use one continuous firing stroke? Were any unusual noises noted during firing? Were the jaws able to be opened? If not, what troubleshooting steps were taken to open jaws? What was the reason for the convert to open? Was the device attempted to be removed through trocar incision prior to converting to open? How was the procedure completed? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a radical cystectomy the procedure began laparoscopically, but the staple load could not be removed as the stapler would not straighten. The case was then completed openly.